Event description:
The user facility reported a 65-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. There was difficulty delivering. The team noted mild kinking. The pump was delivered but upon use, the optical signal was lost. The 5.5 remained on for support for just a day when then explanted and patient was implanted with an impella cp.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05436 was provided in sections b1, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Patient was hemodynamically unstable and continued to deteriorate and the procedural outcome was that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Pump was not returned for investigation. Data logs were returned and placement signal not reliable (psnr) alarm was observed. The root cause of the placement signal issue was most likely a damaged optical fiber line due to excessive force. Clinical has no information on patient¿s vessel condition but no percutaneous coronary intervention was performed prior to insertion. Due to experienced resistance during pump implant, a kink was observed under echo. Therefore, the root cause of the delivery issue was most likely use related. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 adverse event updated. B2 updated to death. H1 updated to death. Corrections that were made from the initial manufacturer device report number 1220648-2023-05436. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should not have had entries in the initial report. G1 reporting contact email updated.